Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after the device change out procedure the device indicated that the right ventricular (rv) and superior vena cava (svc) coils had high impedance of over 200 ohms. An rv lead fracture or connection issue was suspected. However, upon re-opening of the pocket, it was found that the issue was a loose device setscrew. The rv setscrew was re-tightened and the device remains in use. No patient complications have been reported as a result of this event.